Event description:
It was reported that on february 23rd, a brevera procedure was performed and an error occurred during the procedure, needle was changed, the error was returned, and able to clear briefly by rebooting the system. The error returned on the system, the driver was disconnected and the system rebooted. The error returned after reboot, the procedure was rescheduled. A field engineer examined the equipment and found that the drive had locked up and ordered a replacement. The system was checked and the driver replaced and the system met the manufacturer´s specifications. No other information is available.